Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#373360 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium citrate had poor barrier separation. This was discovered during use. The following information was provided by the initial reporter: material no. 362760, batch no. 8340762. It was reported that the red cells either did not go below the gel, or there was no pbmc layer visible above the gel. I have been using the same box of cpt tubes monthly for the last few months, to obtain pbmcs from nonhuman primate blood. This week I experienced a major problem with several of the tubes - after spinning, the red cells either did not go below the gel (2 tubes), or there was no pbmc layer visible above the gel (1 tube, needed to repeat collection). This has happened on odd occasions over the last few months but today it was with several tubes and the solution for some of the tubes seems to be running a sterile applicator stick (not the cotton end) around the gel to ¿loosen¿ it from the glass wall of the tube so it can travel. I was wondering if this is an expected issue with the age of the tubes (as they are approaching their expiration date) and/or if there is a way to deal with this? Without the trick to loosen the gel, my samples would not have yielded pbmcs at all.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium citrate had poor barrier separation. This was discovered during use. The following information was provided by the initial reporter: material no. 362760 batch no. 8340762. It was reported that the red cells either did not go below the gel, or there was no pbmc layer visible above the gel. I have been using the same box of cpt tubes ~monthly for the last few months, to obtain pbmcs from nonhuman primate blood. This week I experienced a major problem with several of the tubes - after spinning, the red cells either did not go below the gel (2 tubes), or there was no pbmc layer visible above the gel (1 tube, needed to repeat collection). This has happened on odd occasions over the last few months but today it was with several tubes and the solution for some of the tubes seems to be running a sterile applicator stick (not the cotton end) around the gel to ¿loosen¿ it from the glass wall of the tube so it can travel. I was wondering if this is an expected issue with the age of the tubes (as they are approaching their expiration date) and/or if there is a way to deal with this? Without the trick to loosen the gel, my samples would not have yielded pbmcs at all.